Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of the device data confirmed the power consumption is increasing in a gradual fashion, which is consistent with low voltage filter capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Device replacement was recommended. The s-ICD remains in service. No adverse patient effects were reported.